Manufacturer narrative:
Additional information: no resistance was encountered while advancing the device. It was reported that the catheter marker detached when the device was advanced into the pulmonary artery. The snare was not advanced through the catheter due to the detached marker. The catheter was removed from the patient no resistance encountered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received the snare was being used to retrieve a wire. A 0.035 guidewire was being used to track to the targeted vessel anatomy in the right pulmonary artery. Analysis information: film analysis: two photographs of cine images were received for evaluation. The images show the patient¿s thoracic cavity and a radiopaque object can be observed. In the first cine image a support catheter, a couple of guidewires, and an isolated radiopaque object are visible. The isolated radiopaque object is between the patient¿s lowest rib and next to the lowest rib. In the second cine image a guidewire, inflated balloon catheter with radiopaque marker bands, and the isolated radiopaque object are visible. The isolated radiopaque object is located between the second most upper rib and the third most upper rib. Due to the quality and clarity of the photographs of the cine image it is not possible to positively identify the isolated radiopaque object as being from the goose neck snare catheter. Device analysis: the amplatz goose neck snare kit¿s catheter was received for evaluation within a sealed paper envelope that contained the goose neck snare kit opened labeled shelf carton, and the catheter loosely coiled within a zippered closure plastic pouch. No ancillary devices or additional components from the snare kit were received for evaluation. The distal tip of the goose neck snare catheter was examined and no distal tip radiopaque marker band was noted. The 6f goose neck snare catheter was examined and several kinks were noted along its 102cm +/- 1cm length. Kinks were located approximately 45.5cm, 81.2cm, and 97.0cm distal from the proximal hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a gooseneck snare in the distal right pulmonary artery. The device was inspected before use and no issues were identified. Post procedure it was noticed that the radio opaque marker had completely separated from the end of the catheter. It was reported that the device fragment remains in the patient.